Event description:
It was reported that the patient developed (B)(6) requiring the removal of the implantable cardioverter defibrillator (ICD) system. The source of the infection is not known. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis performed revealed no anomalies were found and no issue was identified that required full analysis. Concomitant medical products: 694765, implantable tachy lead, (B)(6) 2010; 407652, implantable pacing lead, (B)(6) 2010. This device was included in the field action, but returned product testing found the device did not perform as described in the field action. (B)(4).